Manufacturer narrative:
After battery installation, the unit displayed a critical pump error (open book image) on the lcd screen due to signs of previous moisture presence and corrosion on pcba1 especially around the battery connectors. Unable to perform the displacement test due to the critical pump error. Unit received with a crack on the battery tube which extends to the top where the battery threads are located. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had cosmetic damage and crack in case. Customer's blood glucose level was 18 mmol/l. Troubleshooting was done for cosmetic damage. Customer was advised to revert to backup plan. Insulin pump will be returned for analysis.